Event description:
It was reported that during a laparoscopic cholecystectomy, the device malfunctioned. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Jaw or cam interface is disengaged. Evaluation summary - the analysis results found that the device was returned with jaws disengaged from the cam. The instrument was cycled and ejected the remaining clips due to the jaws condition. The orange indicator was beyond its intended position. No conclusion could be reached as to what may have caused the found damage. A batch record review was performed and no anomalies were found during the manufacturing process.